Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced redness at the stoma site with an odorless gray discharge. The patient was treated with oral antibiotic, augmentin 1000mg, once per day, discontinued on (B)(6) 2026. It was later reported that the patient that the stoma site continues to show mild redness and a new symptom of "slight hardness". The patient is now being treated with topical saline solution twice daily and fucidin cream at night. The device remains implanted.

Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.